Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00670, 0001822565-2022-00671. Medical product: unknown femoral and unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain, stiffness, limited flexion/extension, instability, and poly wear. During the revision, a complete deficiency of the pcl and poor quality of the mcl was noted. Therefore, both tibial and femoral components were replaced to allow for a more constrained knee while the initial patellar implant was left intact. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Surgical notes provided state that several pieces of poly were found free floating in the knee, and these were removed. Patellar implant well fixed without wear, left intact. Pitting and delamination as well as deformation and burnishing noted on the poly. Significant scarring debrided. Limited rom in flexion and extension, complete pcl deficiency with significant instability in a-p and m-l directions with poor quality of her mcl. Pre-op visit notes state that patient presented with pain and limited range of motion. X-rays taken today show a zimmer cr four peg knee with posterior polyethylene wear. X-rays provided were not sent for evaluation as notes confirm the reported poly wear. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.